Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12609. Related manufacturer reference number: 2017865-2021-12610. It was reported that the implantable cardioverter defibrillator had an alert for non-sustained oversensing episodes. Review of remote transmissions revealed intermittent right ventricular capture. The patient presented to clinic for interrogation, which revealed that the left ventricular lead was not capturing on any vectors. The device was reprogrammed to address the issues and to turn off left ventricular pacing. Lead revision was discussed but did not occur. The patient appeared in stable condition.